Event description:
Related manufacturer reference number-2017865-2020-02638. Related manufacturer reference number-2017865-2020-02640. It was reported that the patient developed an infection. The patient¿s implantable system, including the implantable cardioverter defibrillator, the right ventricular and right atrial lead were prophylactically explanted. There was no inference of any system malfunction. Pre-operation laboratory results were returned (B)(6), with possible septicemia/bacteremia the result of an infected groshong line. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.